Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the device was returned fully deployed with blood present in the device. The body of the device, lever, foot, guides and sheath were normal with no damage detected that would contribute to the reported suture break. The suture was not returned. Based on the analysis of the returned device the reported experience could not be confirmed. A review of the receiving and inspection records for the sutures found the sutures passed inspection and were within specifications. A suture break can be influenced by but not limited to; the suture is nicked by rotation suture trimmer, thumb knob is released and the gate is closed on the suture, quick, jerky motion to apply tension vs. Pulling coaxial to the suture trimmer, the non-rail end is used to advance the knot causing it of lock prematurely, per the instructions for use, under smc device placement, to prevent break use slow, constant, and increasing tension, keep suture limbs coaxial at all times. No manufacturing or quality inspection deficiency was detected. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an unspecified arterial angiogram procedure. Reportedly, during knot advancement, while tightening the suture, it broke. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.